Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with several conformable gore tag thoracic endoprostheses to treat a pseudo aneurysm on (B)(6) 2012. The procedure was successful. On (B)(6) 2016, the patient was admitted to the hospital for abdominal pain and a bleeding sternal wound. Cta images of the chest were taken on (B)(6) 2016, and showed a false aneurysm. An intervention was done on (B)(6) 2016, using a thoracic branch endoprosthesis ((B)(6) study team approved an emergent use case at (B)(6)). The procedure was completed without issue. Images were taken again on (B)(6) 2016, showing endovascular stents in the upper ascending aorta extending into the brachiocephalic vessels and into the aortic arch and descending thoracic aorta. There is no evidence of an endoleak. The previously noted false aneurysm is no longer present in the substernal area. On (B)(6) 2016, the patient was emergently transferred to the operating room for surgery due to a bronchoaortic fistula located in the descending thoracic aorta. The patient went into cardiac arrest during the procedure and could not be resuscitated.